Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), product type: lead. (B)(4).

Event description:
The patient has a metallic taste in her mouth that was making her nauseous. The patient contacted her health care provider (hcp) and wanted to know if it was related to the ins. The indication was leg and back pain. Additional information received reported that the patient had turned the stimulation off. Additional information received reported that the patient¿s physician was unable to determine the cause of the metallic taste and nausea. It was noted that the patient was not using the device at that time. She only had nausea and was unable to eat when the device was on. She got pain relief from the device but the side effects of the metallic taste and nausea were not worth it. The patient scheduled to have the device removed on (B)(6) 2014. The plan was to return the device to the device manufacturer.